Manufacturer narrative:
Biomérieux investigation was conducted. The customer submitted nineteen (19) gram negative rods for cefepime (fep) evaluation. Testing of each submitted isolate included the following methods. - vitek® 2 ast-gn73 (two random lots), - agar dilution (ad), - broth microdilution (bmd). The ast-gn73 cards for fourteen (14) isolates gave susceptible or intermediate results that correlate with or are 1 to 2 doubling dilutions lower than the susceptible or intermediate ad results. However, all ast-gn73 results had therapeutic corrections to resistant due to the proposed esbl phenotype. Bmd gave resistant results for all isolates. The ast-gn73 cards for five (5) isolates gave susceptible results and these correlate with the susceptible ad and bmd results. No therapeutic corrections were made to these results. The investigation concluded the ast-gn73 cards are performing as expected.

Event description:
A customer reported to biomerieux an incident that a vitek 2 test kit obtained a false susceptible compared to the kirby-bauer method. The vitek 2 test determined the organism to be susceptible to cefepim whereas the (B)(4) determined it to be resistant to cefpime. Treatment of the patient was based on the other methodologies and not the false susceptible vitek 2 result; therefore, no patient harm or mistreatment is associated with this event. An investigation into this incident has been initiated within biomerieux.